Event description:
It was reported that on (B)(6) 2026, a 12mm amplatzer septal occluder was chosen for implant using a 8f amplatzer trevisio delivery system. During the procedure, after device deployment, the positioning was determined to be inadequate. The device was subsequently recaptured and removed. Upon removal, the left disc of the occluder was observed to be deformed when re-expressed. The disc appeared bent, involving approximately one-quarter (1/4) of the disc. No angulation or kink was noticed in the delivery system. The procedure was then completed using a new 12mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay or adverse patient effect reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 12mm amplatzer septal occluder was chosen for implant using an 8f amplatzer trevisio delivery system. During the procedure, after device deployment, the positioning was determined to be inadequate. The device was subsequently recaptured and removed. Upon removal, the left disc of the occluder was observed to be deformed when re-expressed. The disc appeared bent, involving approximately one-quarter (1/4) of the disc. No angulation or kink was noticed in the delivery system. The procedure was then completed using a new 12 mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay or adverse patient effect reported.